Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 252 mg/dl on her advantage sys and 120 mg/dl on a lab result within 10 mins. The discrepant results were obtained at the customer's physician's office. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Advantage sys (meter, comfort curve test strip lot # 549310, exp date 12/30/2007).